Manufacturer narrative:
Device evaluation summary: during evaluation of electrode belt sn (B)(4) for a patient death, a reportable device malfunction was found. Upon investigation, the trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt. The patient was in a non-treatable rhythm at the time of device shutdown. There is no allegation against the electrode belt. Review of patient flags indicate the device was fully functional during last use. There is no indication that the electrode belt malfunction caused or contributed to the patient death.

Event description:
During evaluation of electrode belt sn (B)(4) for a patient death, an unrelated reportable device malfunction was found. Upon investigation, the electrode belt failed incoming testing. The patient was in a non-treatable rhythm at the time of device shutdown. There is no allegation against the electrode belt. Review of patient flags indicate the device was fully functional during last use. There is no indication that the electrode belt malfunction caused or contributed to the patient death.